Event description:
The pt reported that in 2003, the dialysis tech proceeded to hook pt up to the machine when the cap broke off the catheter. Pt returned to the hosp to have it replaced or repaired. Further info indicated that the cap (female luer) didn't break off, it pulled apart from the extension. The hosp repaired the catheter. The luer was discarded.